Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (01)7611819491847(21)101384

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, the electronic control unit was damage and the device would not run, and the motor was worn. It was further determined that the device failed pretest for check oscillation frequency, and check for sticky trigger. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.